Event description:
It was reported that during an open lobectomy procedure, firing with white reload on a. Pulmonalis - leak occurred - and when specimen was diagnosed malformed staples were found. Required intervention to prevent permanent impairment/damage, because of bleeding from a. Pulmonalis - the situation was critical. Procedure prolonged 10 minutes. One device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.